Event description:
On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 402 mg/dl and 174 mg/dl. On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: "hi" mg/dl and 227 mg/dl. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.